Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: in 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event; therefore, it has been determined that this is no longer a reportable event.